Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "there were no problems when checking the cuff before use on the patient, but when they placed it on the patient and tried to inflate it with air, the same issue occurred two times in a row, and the third cuff barely managed to get air in, so we continued using it." This occurred during patient use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: two devices were returned for analysis. The devices were reviewed, and it was observed that the wear on the tooling presents a potential risk of damage to the cuff. Maintenance was required, specifically polishing, to prevent irregularities on the surface of the rollers. Maintenance for cuff rollers was made to prevent future damage on cuff.